Event description:
It was reported that when the patient had the first scheduled follow up visit six days after implant, the device quick-look screen reports the device reached recommended replacement time (rrt). It was noted the report indicated the device reached rrt approximately (B)(6) prior to implant, but print outs from the implant procedure could not be located to verify if the device was already at rrt when implanted. The device remains in use until it may be scheduled for either replacement or device upgrade. No patient complications have been reported as a result of this event.

Event description:
It was reported that when the patient had the first scheduled follow up visit six days after implant, the device quick-look screen reports the device reached recommended replacement time (rrt). It was noted the report indicated the device reached rrt approximately two months prior to implant, but print outs from the implant procedure could not be located to verify if the device was already at rrt when implanted. The device remains in use until it may be scheduled for either replacement or device upgrade. It was later reported the device was explanted and replaced with a pacemaker on the basis of the patient having asystole. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed a subsequently retested which revealed an integrated circuit current leakage (unspecified). The preliminary testing revealed a good battery. Functional testing revealed the device passed. Analysis of the save to disk found the device had 128 power on resets (por). The file from the hospital has 4 pors. The pors are all 1 second apart. All are memory test failures for the detection parameters. No pors were reported in the field. The device was sent for further analysis. The additional analysis of the device discovered higher than nominal current drain and isolated it to an integrated circuit (ic). No fault or anomaly in that ic was identified as the source of the excess current.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.